Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced tubing on v1 in hydro which appeared to be cracked and this resolved the issue. No further leaking hardware complaint filed as of (B)(4) 2011. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that fluid is leaking under synchron lx20 pro clinical system. No injury was reported in connection with this event.